Manufacturer narrative:
During the revision procedure a nalu representative was present and performed a visual assessment of the explanted components along with the physician. The physician and the nalu representative were unable to identify any obvious visual issues with any of the components removed. The patient denies any falls or other events leading up to the loss of therapy. During the revision procedure the original leads were disconnected from the implantable pulse generator (ipg) and tested to identify if the impedance errors were related to the leads or the ipg. After disconnecting, both leads continued to return impedance errors, indicating that the leads were likely the source of the problem. The most common cause of the impedance errors in leads is a fracture within the lead. Although no visually obvious fractures were noted at the time of explant, it is possible that the internal wiring had sustained a small fracture and thus disrupted the circuit. The explanted components were not returned to the firm for further examination and testing. Loss of therapy is likely caused by a fracture to the implanted leads but cause of the lead fracture is unable to be identified with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. On (B)(6) 2025, the patient noted that the system was no longer delivering therapy. Testing of the system while implanted found impedance errors on multiple contacts of both implanted leads. Xray imaging was performed but did not show any obvious issues. On (B)(6) 2025, a surgical revision was performed to replace the malfunctioning system.